Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device experienced a soft reset critical ram parity error due to a bit flip in the device diagnostics memory. The device remains in use and is recollecting diagnostics. No patient complications have been reported as a result of this event.